Event description:
On 08/31/2025 the parent of the user reported that during the night the user experienced hypoglycemia with blood glucose (bg) of 62 mg/dl while asleep. The event was corrected at home with juice and the user did not require outside assistance, hospitalization, or medical intervention. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.